Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Discarded.

Event description:
During a procedure, the screwdriver fractured. No pieces fell in to the patient and there was no delay in procedure. Another screwdriver was used to complete the procedure.